Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/26/2026. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)?I - please provide the source or name of person providing answers to follow-up questions: - exact number not known because those were not reported previously from customer side - they were not reported from customer side - additional complaints creation is not possible because no info left anymore, we can only report new complaints, did one today, number (B)(4). Same problem, different suture code. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: an empty winding former labeled with lot number 8711, lot number 107cq6 and expiration date 2030-02. The image is not clear to determine the failure mode or the reported condition. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vascular anastomosis procedure on an unknown date and suture was used. During vascular anastomosis surgery needles came off without any force. New suture was taken and surgical anastomosis ended. There were surgical delays reported. There were no patient consequences reported. Additional information was requested.